Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose of 24 mg/dl, chest pains, and assault to his kidney. Prior to the hospitalization the customer was about to shower; that is the last thing he remembers and he was found unconscious. Two subsequent low blood glucose events happened at the hospital. The customer was treated with d5 and IV drip. Troubleshooting was initiated and the drive support cap appeared normal. The insulin pump programming was reviewed and found to be inaccurate. The time and date were incorrect. Additionally, the insulin pump displayed that there was 8.35 units of insulin remaining despite the identifying one and a half bars on his reservoir barrel. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.